Event description:
A customer reported that the screen on their pump was showing issues, with pixels beginning to die and fizzle out, causing parts of the screen to remain dark. There was no reported impact to the customer¿s blood glucose level. The customer opted out of troubleshooting and requested documentation for insurance purposes only, indicating no further action was required from technical support.